Manufacturer narrative:
The subject device was returned to omsc for evaluation omsc confirmed that the coating of grasping section was partially missing. The manufacturing record was reviewed, with no irregularities noted. This type of the coating damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the coating of grasping section was damaged when the user scraped tissue or coagulum on the grasping section with a hard object. The instruction manual of the device has already warned as follows; when tissue or coagulum build-up, on the grasping section or the probe tip, use a piece of moistened, soft gauze to clean the grasping section or probe tip. Do not attempt to scrape it with a sharp object such as a scalpel. Otherwise, the grasping section, ptfe pad or the probe tip may be scratched, which leads the probe tip to break and fall off into the body cavity during treatment.

Event description:
During an unspecified procedure, the subject device was used. In the procedure, the tissue pad was damaged and the subject device could not be used. The procedure was completed with another thunderbeat. There was no patient injury reported. Olympus medical systems corp. (Omsc) received and evaluated the subject device. As the result, omsc confirmed that the tissue pad was partially separated and the coating of grasping section was partially missing on september 12, 2017. It was not reported that the fragment of the coating fell into the patient. This MDR is regarding the missing of the coating.